Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device stopped working when in use with two battery casing devices, and post procedure the device worked but stopped working by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had component damage. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid devices (B)(6) 2021. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device stopped working when in use with two battery casing devices. It was reported that post procedure the device worked but stopped working by itself. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.